Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the day of the event, the cgm was reading 178 mg/dl and the patient went to the fire department right beside her house to test it with finger stick since she doesn't have a bg meter. The bg reading was 319 mg/dl. The patient was feeling achy and sore that day and could not catch her breath and she knew something was wrong and noted she had diabetic ketoacidosis (dka). The patient´s boyfriend took her to the hospital and there she was treated with IV insulin, albuterol and zofran (anti-nausea) and IV fluids as she was dehydrated. The patient was admitted to the intensive care unit (ICU) and at the time of the report on (B)(6) 2024, the patient was still in the hospital. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.